Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. Reportedly, the pump was experiencing a short battery life issue with multiple batteries, the battery cap would not attach, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the black box did not show any evidence of short battery life. ¿low battery¿ warnings and ¿replace battery¿ alarms were observed associated with normal battery usage. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was unable to fully tighten due to battery compartment cracks and battery compartment thread damage. The pump powered on intermittently with the test battery cap. There was evidence of moisture contamination found inside the battery compartment. Current draws were within required specifications. Leak testing revealed a battery compartment leak. The pump casing was removed and there was evidence of internal moisture found on the transceiver board and battery canister. The complaint of a battery life issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the pump casing was cracked between the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).